Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The shaft and the remainder of the device were inspected for damage. The catheter shaft showed 2 kinks. The 1st kink was located at 63cm from the tip and the 2nd kink was located at 65cm from the tip. A .014 thruway test guidewire was inserted into the catheter lumen. The guidewire transcended into the device and stopped at the kinked area. The device was dissected at this area and no guidewire was found inside of the lumen; however, it was found that the drive coil showed extreme damage. There was also evidence of drive coil liner damage. This damage is consistent with the device being kinked and manipulated in a very rough manner as the device was rotating. This causes the inner drive coil windings to fracture and break which causes an obstruction inside of the device and would give the impression of a guidewire sticking issue. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the catheter became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for use over two thruway guidewires for an atherectomy procedure in the superficial femoral artery. During the procedure inside the patient, the device became stuck on the wire. Upon removal, the wire was noted to be split/frayed/sheared lengthwise; however never came completely apart. An attempt to load the second wire was made; however the wire was unable to go through the jetstream device. The procedure was completed with another of the same jetstream device and another thruway wire of the same size. There were no patient complications and the patient's condition post procedure was fine.